Manufacturer narrative:
Not returned to manufacturer.

Event description:
After measurement of CT dataset, a 27 mm valve was selected after checking peripheral access size, which showed size enough to hoste the large introducer. The introducer was pushed to pass the angulation several times. When it was clear that the introducer wouldn't progress anymore, and as the valve was ready, they tried to overcome the angle with the valve; but it couldn't progress. In one of the trials with the introducer, there was a laceration in the external iliac, that finally forced to ask for vascular surgeons. The patient was stable after hemostasis, and moved to the surgical area.

Manufacturer narrative:
Device review could not confirm the reported complaint as the device was not received for review. A review of the manufacturing documentation for lot # 314991 did not highlight any anomaly which could contribute to this reported event. A similar complaint trend review has been completed. No further complaints have been opened specific to lot 314991. No trend identified from this review. From the information available, there is nothing to indicate that the device was not used per the directions for use/product label. Based on the complaint review and the event description for this complaint, the root cause classification code assigned to this complaint is, 'anticipated procedural complication'. Anticipated procedural complication is defined as where 'the complaint is due to a known physiological effect of the procedure noted within the instructions for use, and or device labelling'. Vessel dissection is documented as a potential adverse effect within the lotus dfu 139816-01 and is an anticipated procedural complication due to a known physiological effect of the procedure as noted within the instructions for use. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. Vessel dissection is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. Creganna medical will continue to monitor occurrence rates per the risk documentation. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types.

Event description:
After measurement of CT dataset, a 27 mm valve was selected after checking peripheral access size, which showed size enough to host the large introducer. The introducer was pushed to pass the angulation several times. When it was clear that the introducer wouldn't progress anymore, and as the valve was ready, they tried to overcome the angle with the valve; but it couldn't progress. In one of the trials with the introducer, there was a laceration in the external iliac, that finally forced to ask for vascular surgeons. The patient was stable after hemostasis, and moved to the surgical area.